Event description:
It was reported that during an in-clinic visit, the implantable cardioverter defibrillator (ICD) was found to exhibit far r-wave oversensing. Programming changes were made. The patient was stable without any adverse events.